Event description:
It was reported that the patient was symptomatic and a remote monitor transmission confirmed intermittent loss of capture on the right ventricular (rv) lead. The patient was seen in the clinic, the rv lead was assessed and changes were made. The specific changes are unknown, however, the rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Attempts for additional information were made to no avail. If additional information is received, it will be added to the event. (B)(4).